Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer reported that the patient whose indication for use is parkinson's dual and movement disorders had developed dystonia post implant which was on (B)(6) 2013. Development of dystonia was considered sudden in nature. The healthcare professional had discovered the lead wires were not positioned correctly. The patient had had the lead wires repositioned on (B)(6) 2015. The patient was now possibly going to get the rechargeable implantable neurostimulator (ins) placed because of the patient's settings and the patient now had 2 leads placed. Further follow up is being conducted to obtain more information about the cause, relatedness, and troubleshooting performed. If additional information is received a supplemental report will be submitted.